Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to open the transfer set immediately after connecting it to the patient line. The labeling review has found the instructions to be accessible, accurate, and sufficient for addressing this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse was trying to bypass the initial drain cycle by clamping the patient's transfer set. This occurred when the patient was connected for pd therapy. The technical services representative (tsr) instructed the nurse to unclamp the transfer set and that the initial drain cannot be bypassed unless the machine has experienced a low drain alarm. There was no patient injury or medical intervention associated with this report. No additional information is available.